Event description:
It was reported that battery prong coil fell through bottom of device and fell across coils which caused burn damage to device. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Tamper seal was removed. Customer reported problem was duplicated. Burn damage was a result of battery separator stuck in springs when running pump. The battery compartment was replaced. The root cause is linked to customer use of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.